Event description:
The customer's physician reported via phone call that the customer experienced high blood glucose levels. His blood glucose level was around 400 mg/dl. The physician stated the insulin pump may have over or under delivered insulin. Troubleshooting was not performed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.